Event description:
The reported description notes that the bedside monitor failed to produce an spo2 desaturation alarm when the pre-configured spo2 desaturation limit was exceeded. It was noted that the pt turned "blue". Treatment given was not reported to philips.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to product an spo2 desaturation alarm when the pre-configured spo2 desaturation limit was exceeded. Product testing was performed. The cited bedside monitor produced pt alarms when triggered with simulation testing. No product malfunction was identified. The central monitor's diagnostic logs (reflect the bedside and central monitor's alarms) were reviewed upon receipt. Only red high priority alarms and alarm silence actions are recorded as log entries within the central monitor's diagnostic logs. The log entries from the central monitor's log on (B)(6) 2012, indicate that the bedside monitor produced an spo2 desaturation alarm at 08:47:12, for a desaturation level of 74 < 85. A succession of reminder alarms followed until 09:11:46, when an spo2 desaturation level of 57% was recorded. During the time span of these reminder alarms, based upon the print-screen from the bedside monitor's alarm review history, the user silenced the alarms at 09:08:10. Another succession of reminder alarms followed the spo2 desaturation reading with the last reminder alarm occurring at 09:14:33. Trending for this issue supports that there is no malfunction, design, manufacturing, or materials problem. The device labeling (IFU) adequately describes alarm management. No further investigation or action is warranted.